Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient's peritoneal dialysis effluent was clear, the peritonitis had resolved, and the patient was recovered from the event (previously not reported).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection reflin (1g intraperitoneally (ip), once daily, and duration not reported) and injection amikacin (250 mg stat followed by 125mg ip, once daily, and duration not reported) for the event of peritonitis. At the time of this report it was unknown if the patient had recovered from the peritonitis. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.